Event description:
It was reported that, during the implant procedure, the patient woke up in pain. The patient dislocated a shoulder during defibrillation testing. The physician addressed the shoulder area for the patient. There was no known fracture. The system was successfully implanted. There were no additional adverse patient effects.